Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout procedure, the right atrial lead exhibited low impedance and an insulation anomaly. The patients condition was good post procedure.